Event description:
Patient reported right side "hardness", "liquid", "after a year and a half of implant surgery, the right side became rigid" and patient is now undergoing several tests and fluid was found on the right side, where the puncture has already been performed. Patient reported that it was very difficult to perform the puncture because the liquid was well 'solidified', but it was "negative for lymphoma cells." An MRI reported "fluid, contracture and stiffness", "calcification", "cyst" (deemed not device related), "dense peri-implant fluid" and "intracapsular fluid". Patient reported additional information via physician which includes "hardened breasts", "pain", "late seroma condition", "suspicion of bi-alcl", and "baker grade 4 bilateral capsular contracture". Pathological markers confirming alcl have not been received. The device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "hardness" and "liquid".

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10. Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ visibility/ palpability: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ lymphoma ¿ alcl ¿ suspected: unable to observe as it is not related to the device. ¿ cyst: unable to observe as it is not related to the device. ¿ calcification: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported right side "hardness", "liquid", "after a year and a half of implant surgery, the right side became rigid" and patient is now undergoing several tests and fluid was found on the right side, where the puncture has already been performed. Patient reported that it was very difficult to perform the puncture because the liquid was well 'solidified', but it was "negative for lymphoma cells." An MRI reported "fluid, contracture and stiffness", "calcification", "cyst" (deemed not device related), "dense peri-implant fluid" and "intracapsular fluid". Patient reported additional information via physician which includes "hardened breasts", "pain", "late seroma condition", "suspicion of bi-alcl", and "baker grade 4 bilateral capsular contracture". Pathological markers confirming alcl have not been received. Device was explanted and replaced.